Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-45, atrial lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the thresholds on the lead had risen and were subsequently high. Of note, there was no noise and the impedance was within normal limits. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.